Event description:
The consumer recently had a hip replacement surgery. While exiting his car, he applied his weight to the rollator and the unit allegedly collapsed, causing him to fall. This allegedly resulted in his hip becoming separated.

Manufacturer narrative:
The consumer reportedly was transgressing a step and as they put pressure on the device, the device allegedly bent. The consumer stated they did not fall as their family member whom was present, had supported him, preventing a fall. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. The dealer reported the consumer returned the damaged device and did not mention any injury at the time. The dealer provided a replacement and disposed of the device. No device will be returned. The consumer has a wheelchair which was prescribed by his doctor to use. The rollator was not prescribed by his doctor for use. MDR filed based on alleged medical intervention.